Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial colectomy, which started as a robotic laparoscopic procedure then went to an open procedure, while transecting the distal colon, the surgeon placed the reload around the tissue. It held for approximately 10 seconds, pressed the green fire button on the handle, squeezed and the reload did not fire. The surgeon decided not to use the reload and ended up using a purse string and knife to complete the distal transection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.